Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Isi followed up with the initial reporter and obtained the following additional information: customer reported that the damage was first observed in sterile processing department, where insulation over the black conductor wire was compromised, exposing the conductor wire and raising concern about whether the instrument was safe for future use. The cable itself remained intact (not broken in half), there was no loss of cautery observed, and any thermal damage at the site was uncertain. The procedure was completed with the same instrument, and the damage did not result in any fragment falling inside the patient¿s anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a compromised insulation cable observed in the sterile processing department with four times magnification per the instructions for use. The procedure was completed with no reported injury.